Manufacturer narrative:
(B)(4). Event date: on an unreported date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor technique. Peritonitis was manifested by abdominal pain and turbid effluent for one day. On unreported date(s), the patient was treated with an unspecified antibiotic for two weeks (medication, dosage, frequency, and route not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.